Manufacturer narrative:
Initial reporter phone no: (B)(6). Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of total parenteral nutrition (tpn) with clearlink continu-flo solution set, ¿leakage issues¿ were observed in the newborn intensive care unit. The tpn tubing connected to pcvc was leaking at the y-site. The tpn tubing was removed, and clear intravenous fluids were administered. According to the reporter, the "central line broken into to hang new fluid and tubing". It was further reported that neonate infections were increasing. It is unknown if the patient involved in this incident experienced an infection. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no issues noted. No defects were observed in the components that generate leak- y-site interlink or lad. The reported condition was not verified. The cause of the condition could not be determined. No additional information is available.